Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box confirmed record of cs078-0008 motor rewind error. On investigation, rewind, load and prime steps were successfully performed. The pump was exercised for 24 hours without alarm. Investigation did not duplicate the complaint. The pump was opened for investigation and revealed moisture throughout the pump¿s interior, including on the motor drive circuit.